Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Report stated ". We used your insorb staplers on two cases last week and both times the stapler malfunctioned. I have a video recording and the lot numbers. (B)(4).

Event description:
Report stated: we used your insorb staplers on two cases last week and both times the stapler malfunctioned. Insorb 30 stapler 2030 (B)(4).

Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned inspect stock product *analysis and findings distribution history the complaint product was purchased from epc. Manufacturing record review DHR-1090401 (attached) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection for this product consists of a DHR review which, as noted above, was found not to exhibit any related non-conformities. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation th reported complaint was acknowledged by end user video. Actual physical evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause is considered indeterminable as the complaint condition was not able to be evaluated per the actual affected device. *correction and/or corrective action epc has been notified of the reported incident, coopersurgical will continue to monitor this complaint condition for trends. It should be noted that the stapler is functionally evaluated during manufacturing assembly multiple times. No further training required at this time. *was the complaint confirmed? Yes.